Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-07406. It was reported that the patient presented via remote transmission. Upon review, it was revealed that the implantable cardioverter defibrillator provided an inappropriate anti-tachycardia pacing (atp) and a shock for two separate instances of true ventricular tachycardia (vt) in the monitor zone due to ventricular over-sensing. Also, far-field r-wave over-sensing on the atrial channel that resulted in inappropriate automatic mode switches was noted. Lastly, an increase in capture threshold of the left ventricular lead was observed. Programming changes were made. There were no consequences to the patient.